Manufacturer narrative:
The reported device was received for evaluation. Analysis of the device image revealed that elective replacement indicator (eri) had been triggered when the corresponding monthly battery voltage was normal. A false eri has occurred from transient high current drain caused by the device voltage approaching eri and brief increase in pacing activity. As-received, backup mode occurred, post explant due to low battery voltage and exposure to cold temperature. The product code was downloaded to restore device out of the backup vvi mode. Analysis performed at nominal settings did not find any anomaly other than voltage being at eri level. Longevity assessment was performed, device was in the eri range of operation and exceeded the projected longevity.

Event description:
It was reported that the device reached elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced to resolve the event and the patient was stable.